Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2006 - the pt underwent repair of an incisional hernia with a kugel patch with panniculectomy. On (B)(6) 2006 - the pt underwent partial excision of the kugel patch and repair of an umbilical hernia. On (B)(6) 2009 - the pt underwent partial excision of the kugel patch and the ring from the mesh was excised entirely.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. The pt underwent repair of an incisional hernia with a kugel patch and panniculectomy on (B)(6) 2006. Six months later, the pt underwent a partial excision of the kugel patch and repair of an umbilical hernia. Just under three years later, the pt underwent a partial excision of the kugel patch and the ring from the patch was completely excised as well. Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear if the pt's medical and/or surgical history may have contributed to the alleged event. The pt reportedly developed abdominal pain. No sample has been returned for eval. Pathology report gave a gross description, no culture reports. Based on info provided, no conclusions can be drawn.